Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacturer's representative (rep): the hcp is no longer treating the patient, he was fired as a patient. The hcp felt the patient was seeking pain meds and looking for a doctor's note to be relieved from his work responsibilities. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient was in extreme pain; they couldn¿t move, cough, or sneeze without extreme pain. The patient reported that it was placed on (B)(6) 2018 and it was a little sore, but now it was absolutely painful when they woke up that morning, and they didn¿t understand. The patient noted that they had shut down all stimulation and called their doctor and was waiting for a return. The patient was advised to contact their local medical facility if their physician did not respond soon and inquire about relief. Additional information was received from a health care professional on (B)(6) 2018. It was reported that, per the patient, they went to the ER on (B)(6) and were given pain medication. The healthcare provider saw the patient on (B)(6), the leads were removed, and the patient was started on antibiotics. It was unknown if the pain was resolved as the patient had not contacted the healthcare provider since (B)(6). There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.